Event description:
It was reported that the patient had experienced phrenic nerve stimulation as a result of left ventricular pacing therapy. Following a device replacement procedure, no phrenic nerve stimulation was observed. The lead remained implanted. The patients condition was noted to be good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.